Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed that the spring tip was bent/kinked and stretched (unraveled). The guidewire was found kinked approximately 55 cm from the proximal end.

Event description:
It was reported that the burr got stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left descendant artery. A 2.00mm rotapro burr and rotawire drive were selected for use. During the procedure, the rotation speed of the burr was unstable, therefore the device got stuck with the rotawire. Both device were removed together and the procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the burr got stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left descendant artery. A 2.00mm rotapro burr and rotawire drive were selected for use. During the procedure, the rotation speed of the burr was unstable, therefore the device got stuck with the rotawire. Both device were removed together and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.